Manufacturer narrative:
Procode other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the k-wire snapped in the patient. Unable to retrieve the k-wires from the right tibia and right talus. Patient was under additional anesthesia.